Event description:
It was reported to the MFR that a customer encountered difficulties during use of a detachable coil. According to the customer: pt underwent an embolization procedure for a ruptured aneurysm of the anterior communicating artery. The detachable coil (subject device) was placed in the aneurysm and a second coil was placed in the bleb. Before detachment, imaging check was performed and there was no image of the right a2 segment. Therefore, the second coil of the bled was removed. After that, there was still no image of a2 and it was attempted to remove the coil (subject device). Removal of the coil was stopped because a knot was found on the coil and repositioning was attempted, but strong resistance was felt between the coil and microcatheter (i.e. Per the physician's statement: resistance was due to the tortuous vessel and lesion). The physician felt the coil may have stretched so he proceeded to push and place the coil into the aneurysm. It was found that the coil was protruding about 1cm to the right a2, so the physician decided to draw back the delivery wire and fix the coil into the femoral insertion area. When the delivery wire was removed, it was found that the coil had detached at the detachment zone. An unsuccessful attempt to remove the detached coil with a loop wire was performed. Imaging check was performed and a2 was visible, therefore, the procedure was finished. It was reported that the pt experienced paralysis during procedure and thrombus resolution was performed. Nobasutan was continuously given to prevent thrombus around the coil. Embolization procedure was performed again in 2008. The bleb was embolized completely and bleeding will not occur. The coil remains inside the aneurysm, partially protruding around right a2. The pt currently has light paralysis at left lower extremity.

Manufacturer narrative:
As the coil remains implanted in the pt, only the delivery wire will be returned to the MFR for product analysis.